Manufacturer narrative:
(B)(4). (B)(6). The device remains implanted and is thus not available for evaluation. A review of the manufacturing documentation associated with lot 15851700 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00020 and 9616099-2016-00021.

Event description:
As reported by the (B)(4) smart pms for sfa after an unknown date after two smart stents were implanted in the superficial femoral artery, restenosis and stent fracture were found. Target lesion revascularization was performed and the patient recovered on the following day. The target lesion was at proximal, middle and distal portion of the superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 99%. Two smart stents were placed to the target lesion without any issue. The patient's medical history is unknown. It is unknown if there was any difficulty or resistance noted while crossing the lesion with the stents or if the delivery systems had to pass through a previously placed stent. It is also unknown if the stents expanded fully with good wall apposition. The total length of the stented segment is unknown. It is also unknown how many stents were initially placed or if the stents overlapped. It is also unknown if the restenosis and fracture involved both stents. It is also unknown how the fracture was identified and if the fractured stent was completely separated. It is also unknown if there was any migration of the separated segment or if films are available.

Manufacturer narrative:
A report was received that one or both of two smart stents (a 7 x 120mm and a 6 x 150mm) had restenosed and fractured after their implantation. The patient was treated with revascularization with no reported patient injury. The event involved a (B)(6) patient who had undergone successful implantation of two smart stents in a target lesion in the superficial femoral artery (sfa) as part of the japan smart pms study for sfa. The target lesion was described as 99% stenosis, heavily calcified and mildly tortuous that extended from the distal to mid and distal portion of the sfa. On an unknown date after the implantations, the site reported that restenosis and stent fracture had been found. It is unclear from the report whether these events were associated with one or both devices. The patient was treated with target lesion revascularization and the patient is reported to have recovered on the following day. Attempts to obtain additional information regarding the patient, vessel characteristics or procedural details or films of either the index or subsequent procedure have been unsuccessful. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records of both of these lots of products revealed that they met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) warn that the safety and effectiveness of these devices has not been demonstrated in patients with lesions that are either totally or densely calcified. It further instructs that fractures of the stent may occur and includes information that may also occur with the use of multiple overlapping stents. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Based on the information available for review, there are vessel characteristics (long, 99% stenotic, heavily calcified and mildly tortuous) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00020 and 9616099-2016-00021.